Event description:
It was reported that at pre-discharge follow-up one day post implant, loss of capture was noted at maximum output. An x-ray confirmed lead dislodgement and the lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.